Manufacturer narrative:
Event site telephone (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 30th january 2024 getinge became aware of an issue with one of our equipment ¿ xs single flat screen holder. According to the technician statement the applied force caused one of the fixing screws to break. The screw in the part where the distortion occurred was loose and rattled, so there was a possibility that it could come off. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
The correction of h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no corrected h3a device evaluated by mfg: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: none previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none the unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of our equipment ¿ xs single flat screen holder. According to the technician statement the applied force caused one of the fixing screws to break. The screw in the part where the distortion occurred was loose and rattled, so there was a possibility that it could come off. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device may lead to the device detachment from the ceiling and serious injury. It was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: it seems that the force applied from below to above caused the slide frame to be loaded, and one of the fixing screws broke. Following technical investigation, the technician concluded that screw has been broken after a collision. The more probable root cause of the fixing screw breaking is repeated collisions. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).